Manufacturer narrative:
. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is likely that a non-deployment event occurred due to an obstruction of the distal tip. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that the after puncturing the right femoral artery during a ppi case, the angio-seal device was used for hemostasis. However, the anchor was not positioned against the vessel wall, and the device/sheath assembly was withdrawn together. The device was not deployed, and manual compression was applied to achieve hemostasis. Hemostasis was successfully achieved through manual compression alone. Upon disassembling the angio-seal device after the procedure, the anchor was found inside the device, indicating it had not been deployed. The procedure before deploying the device was ppi, and a pre-deployment angiogram was performed. The sheath ancillary used was 6 fr. It is unknown whether the puncture site was distal or proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6 mm.